Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to non-hygienic conditions, the area was not clean before starting pd. The same day as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with injection of vancomycin (1 gram every fifth day, route and duration not reported) and injection of ceftazidime (1 gram once a day, route and duration not reported) for peritonitis. Dianeal therapy was ongoing. On an unreported date, the patient was recovered from the event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.